Event description:
It was reported that, sales rep (B)(6) reported that during a surgery at (B)(6) the box was opened and it was noted that there was a hole in the inner packaging. The product never entered the sterile field and did not impact the surgery.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.